Event description:
The customer reported being hospitalized due to a seizure and low blood glucose. The blood glucose reading at time of he admission was 220mg/dl. Troubleshooting was performed. The customer recent glucose level was 156mg/dl, and she was treated with glucose tablets. The customer was not connected during the rewind/prime process. The reservoir was showing the same amount of insulin the status screen shows. During the call found that the customer gave birth three months ago. Advised the caller to call her doctor regarding her low glucose and call back it issues persist. The customer also mentioned receiving motor error alarms, cracks int he battery compartment, and damage infusion set. Advised the customer to disconnect from the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.